Event description:
Pt called lfs in 2004 alleging the meter failed the checkstrip test twice. The pt reproted no high or low blood glucose symptoms at the time of testing. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further info has been reported. Pt also reported blood glucose results of 90 and 121 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.